Manufacturer narrative:
Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper shaft of gear number two and the lower shaft of the rotor. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen 500 mcg/ml at 250 mcg/ml via an implantable pump. The indication for use was not provided. It was reported that a motor stall occurred before eri (elective replacement indicator) date. On (B)(6) 2019, the patient called to the doctor and could come to the hospital in a few days as the patient lived in a small town in (B)(6). The patient experienced spasticity and pain was coming back. The symptoms were increasing and the patient takes oral baclofen. There were no reported contributing factors that led to the motor stall. It was reported that the pump was implanted in (B)(6) 2013, the exact date was not provided. No further complications were reported and/or anticipated.